Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs) was implanted in the left anterior descending coronary artery (lad). After implantation of the bvs in the lad, a plaque shift was noted to the ostial diagonal coronary artery. No thrombus was seen on angiography. The diagonal coronary artery had become occluded and a st elevated myocardial infarction (stemi) was diagnosed. On (B)(6) 2016, per electrocardiogram, st segments remained elevated. Prolonged hospitalization was required and medications were provided. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information regarding this device issue.

Manufacturer narrative:
(B)(4). The scaffold remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and occlusion, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.